Event description:
It was reported that the blood tubing set silicone segment became flat and dry which resulted in the patient not being able to receive the last 40ml of the blood transfusion. The md was made aware. The customer later stated that there was no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer report that the blood tubing set silicone segment became flat and dry resulting in under infusion and patient not being able to receive the last 40ml of the blood transfusion was not confirmed. Functional testing was attempted by repriming the set with the fluids from its attached infusion bags. The fluids flowed through and exited as expected. No obvious issues were observed. Further testing was performed and an infusion was programmed at a rate of 50ml for one hour. The infusion completed with no alarms or any issues observed. The set was also pressure tested while submerged underwater. The pressure was gradually increased up to 30psi. No leaks or any issues were observed. The root cause was not identified.

Manufacturer narrative:
Concomitant medical product-100 ml baxter bag, ndc: (B)(4), lot p384842, exp mar 2020. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the blood tubing set silicone segment became flat and dry which resulted in the patient not being able to receive the last 40ml of the blood transfusion. The md was made aware.